Manufacturer narrative:
The returned product consisted of a watchman access system. The hub cap was separated from the rest of the device, and the silicone valve/ring were missing (not returned). The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 5cm, 46cm, and 68cm from the tip of the device. Inspection of the rest of the device found no other damage or defect because the silicone valve and ring were missing from the returned device, the device could not be functionally tested for leaking.the reported kink was confirmed, although the reported leak could not be confirmed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood. There was no clinical event occurrence due to leaking. The device was exchanged for new one and procedure was successfully completed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood. There was no clinical event occurrence due to leaking. The device was exchanged for new one and procedure was successfully completed.